Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the evoke closed loop stimulator (cls) implant site when in recumbent position. The physician noted the position of the cls was contributing to the reported pain. A revision procedure was performed to reposition the cls and resolve the reported event.